Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. There was no patient involvement. Prior to the procedure during equipment setup, the navigation system would not connect to the imaging system. The system was not showing up under the server selection and the site was unable to get the system to verify under dicom servers tab in the igs servers section. Multiple network cables were tried without resolution. The issue resulted in no procedure delay. There was no impact on patient outcome. The procedure was completed without use of imaging or navigation. No complications were reported/anticipated.